Event description:
The customer reported that during a cystectomy, the device jaws could not be re-opened while applied to tissue. The surgeon removed the device using a scalpel. There was no harm to the tissue or the pt. The surgeon opened a second device and successfully completed the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.